Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer replaced the cartridge and resumed insulin delivery.